Event description:
It was reported that there was chest wall stimulation that was caused by one of the patient's leads. The lead remains in use. No patient complications have been reported as a result of this event.